Manufacturer narrative:
Reliability analysis inspected 4 opened and used partial enlite sensors and found 1 of 4 with a bent needle inside of the sensor base. The second sensor was found with a broken cannula in 3 parts; all broken parts were inside the sensor tubing. Unable to confirm the customer received the sensor in said condition because the customer returned them. The 2 remaining sensors passed per specifications. No broken parts were observed during analysis.

Event description:
The customer called in to report that he was having trouble inserting the sensor using the serter. The sensor would jam inside the serter. The customer's blood glucose level was 126 mg/dl. The customer stated they had to knock the serter against the table for it to fire. The customer's sensors were replaced and returned.